Event description:
It was reported that during a procedure at the user facility the nozzle of device was not able to lock with cartridge. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.